Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the post operative visit the surgeon noticed that the thread did not hold. Additional information was requested.

Manufacturer narrative:
(B)(4). Device (B)(4) - wound dehiscence. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
The patient underwent a blepharoplasty on (B)(6) 2011 and suture was used on the upper eyelid. On the evening of (B)(6) 2011 and the next day, the patient presented with symptoms of the sutures not holding. No additional procedure was indicated, just suture recovery. At the time of recovery, the sutures were broken and the knots were fine. Currently, the patient is ok. (B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.